Event description:
It was reported that a home patient failed to follow therapy steps during initial drain in peritoneal dialysis (pd) therapy. The patient was connected. The patient reported seeing air bubbles in their line. Through troubleshooting, the technical service representative confirmed that a clamp was open on an unused supply line. The technical service representative explained the error to the patient. The patient ended therapy and would contact the nurse for advice. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a clamp was open on unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.